Manufacturer narrative:
B3/d10 (event date): the event occurred on unspecified dates from (B)(6) 2024 to (B)(6) 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the four (4) minicap transfer sets. It was further reported that the transfer sets leaked from an unspecified location. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.